Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. Troubleshooting was performed. Reviewed the programming, but the caller was unable to verify if it was correct since the doctor was not aware of the customer's settings. Offered to check the functionality of the insulin pump, but the customer was unable to fill a reservoir with insulin or saline. It was stated that the customer has not checked his blood glucose level in his meter since (B)(6) 2012. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.